Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system during a procedure on (B)(6) 2012. The patient went home with a catheter but experienced difficulty urinating, with poor urinary stream and intermittent urinary retention. Due to these complications, the physician performed a transvaginal urethrolysis on the patient. Immediately after the transvaginal urethrolysis, the patient still experienced difficulty urinating. She went home, but returned to the emergency room later that day because of very poor stream and urinary retention, and was catheterized with a foley catheter. The patient returned the next day and had the foley catheter removed. Since then, she still reportedly has intermittent poor urinary stream and has to strain to urinate, which causes her pain in the vaginal area. The patient went to another urology office, and was told that the rough texture she can feel inside her vagina is the advantage mesh under thin skin (specifics unknown). The patient reportedly had a granuloma removed (specifics unknown) and continues to have vaginal pain that radiates toward her rectum and left thigh, and pain when straining to urinate.